Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the taxus stent became stuck inside the catheter. The physician was unable to cross the right coronary artery (rca) lesion with a taxus 3.00 mm x 16 mm. The physician wanted to remove the entire system and use a different one, but the stent became stuck in the catheter. The physician then pulled the stent and the guide catheter out as one unit and was able to complete the procedure with another taxus 3.00 mm x 16 mm. There were no patient injuries or complications.